Event description:
The manufacturer received returned device with the complaint of sparking. During investigation it was discovered that there are exposed wires. There was no reported harm or injury to the patient. (B)(4).

Manufacturer narrative:
The evaluation concluded that the power cord on the device may have been cut through misuse of device which caused exposed wiring.